Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for postlaminectomy pain. It was reported the implant has not been working for a long time, and she doesn't need it. The patient states the "pouch" in the left lower abdomen where the ins is placed, is loose, such that it will almost flip if she gets it caught on her belt or if leaning up against something, and it is sore. The patient is looking to have it removed. The patient was redirected to a healthcare provider and healthcare provider listings were sent to the patient. No further complications were reported.